Manufacturer narrative:
H3: product analysis #282107944:equipment used: vis (m-81805), 203cm ruler (m-83360) document used: n/a as found condition (condition of returned device): a pipeline flex embolization device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened pipeline flex embolization device and within a dispenser track. Visual inspection/damage location details: no bends or kinks were found with the pipeline pushwire. The hypotube was found to be stretched with ptfe pulled back the proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves appeared to be in good condition. The tip coil was found to be intact. Due to the condition in which the braid was returned the proximal and distal ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as pipeline flex braid was found to be open. Possible cause for ¿failure to open distal¿ is the result of re-sheathing the device more than two times. The customer reported re-sheathing device more than the recommended two times. (Reyesr32 2022-10-26) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped pipeline failed to open in the distal section. The tip end of the stent could not be opened after repeated attempts. The pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps were required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery c6 segment. The max diameter was 7mm and the neck diameter was 6mm. The proximal landing zone was 4.76mm and the distal landing zone was 4.0mm. Vessel tortuosity was moderate. Angiographic result post procedure was normal. No patient symptoms or complications were reported.